Manufacturer narrative:
An event of a cardiac perforation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 9680001-2017-00107, 3005334138-2017-00274, 3005334138-2017-00275, 2182269-2017-00153. During a redo atrial fibrillation ablation procedure a pericardial effusion occurred. Following ablation, when it was attempted to reinduce atrial flutter the patient was noted as hypotensive. Fluoroscopy and echocardiography confirmed a pericardial effusion and a pericardiocentesis was performed to stabilize the patient. The patient was transferred to the operating room for observation. No further intervention was required and the patient was stable and discharged.